Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw, the clip opened to roughly 10 to 30 degrees and more while establishing final arm angle (efaa), the dc handle was difficult to retract and advanced without much effort. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa) and the reported retraction problem and physical resistance/sticking associated with the delivery catheter (dc) handle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement (clip opened while establishing final arm angle), physical resistance/sticking and retraction problem associated with difficult dc handle advancement and retraction could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.